Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. The knob in the control section may have been damaged for the same reasons as any other damage. However, it was not possible to determine whether the damage was due to stress, handling, or other factors. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -the knob in the control section was damaged, -in addition to the reported event, damage to the bending section rubber was confirmed. -it was not possible to determine whether the damage was due to stress or handling. -omsc reviewed the manufacturing history and confirmed that the device was shipped without any manufacturing abnormalities. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The fiber in the image guide bundle was broken. The adhesive of the bending section rubber was cracked. The angulation did not meet the specifications. The distal end unit was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the bending section could not be controlled at all, due to the angle wire cut. There was no report of patient injury associated with the event.